Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath IV catheter experienced leakage. The following information was provided by the initial reporter: customer contacted the distributor informing that when connecting the macrodrops equipment for infusion of the medication in the angiocath there is a leak between the catheter and the equipment.

Event description:
It was reported that the bd angiocath IV catheter experienced leakage. The following information was provided by the initial reporter: customer contacted the distributor informing that when connecting the macrodrops equipment for infusion of the medication in the angiocath there is a leak between the catheter and the equipment.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38833614 and lot number 2055103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, a thorough sample analysis could not be performed. Based on the limited investigation results, an exact cause could not be determined for this incident.